Event description:
In february 2003, the patient was seen by a company representative for programming adjustments. The patient continued to be monitored by the center. In march 2003, the patient was seen at the center for device evaluation. Surgery was scheduled to explant the patient's device.